Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. Upon opening the pocket, the physician noted that the right ventricular lead exhibited insulation damage. During the procedure when the device was programmed to bipolar configuration, the lead exhibited high capture thresholds, high impedance and noise could be seen when the patient performed isometrics. The lead was capped and replaced. The patient was in stable condition throughout the procedure.